Manufacturer narrative:
(B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was that the ¿heating up¿ was clarified not to be a heating sensation, but more of a vibrating sensation of the battery. The manufacturer representative met up with the patient on (B)(6)2019 and checked his battery and impedances on his leads were within normal range. The patient rescheduled his MRI and had it successfully completed on (B)(6)2019. There were no further complications reported or anticipated.

Event description:
Additional information from the patient indicated that about 2.5 years ago and felt a burning sensation, the MRI stopped at this time. Per patient, a manufacturing representative checked the device and everything was okay. Caller no longer uses stimulation for pain, it has been a few years but does keep it charged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient went in for an MRI and said he put the device into MRI mode. The patient said when the MRI started he felt a sensation and pulsing around the ins site. The rep said that the technician stopped the MRI immediately, but he was nervous he did something wrong. It was reviewed how to access MRI mode and the patient confirmed he successfully did MRI mode and the programmer displayed full-body eligible. The patient said he had an MRI and felt a sensation and pulsing around the ins. The patient wanted to know if the manufacturer knew of hospitals in the area that had 1.5 t MRI machines. A rep stated that within a minute of the MRI scan, the patient said the battery heated up and the scan was stopped. The patient was sore and the sensation didn't go away until a few hours after the incident. The rep said the hcp used a 1.5 tesla horizontal closed bore scanner and they scanned within the manufacturers parameters. The patient was going to monitor his symptoms. No further complications were reported.